Manufacturer narrative:
Carefusion acquired ge vital signs on (B)(4) 2013. A retrospective review of all complaints post acquisition was performed. This complaint was identified as being MDR reportable by cfn standards and is being submitted to the FDA.

Event description:
They had another incident of a circuit disconnecting.